Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive cause could not be established. It is likely that some external force was applied to the affected part, indicated by the scratches around it. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during reprocessing, evis exera ii ultrasound gastrovideoscope has a fluid invasion, air and water leakage from the knob. Upon inspection and testing of the returned device, it was observed that the adhesive peeled off and the device was cracked due to handling issue. This report is being submitted for the issue found during inspection and evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of a leak at the knob. The evaluation uncovered the distal end of the forceps cover glue to be peeling. Additionally, the inlet channel and the connector were loose and leaking. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.